Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005: the patient underwent a x-ray of cervical spine. Impression: nonspecific abnormally widened atlantoaxial interval suspicious for but not diagnostic of ligamentous injury of unknown chronicity. As no prior cervical spine plain films are available for comparison, correlation with cervical spine MRI is recommended. (B)(6) 2005 : the patient presented with pre-operative diagnosis of atlanto-axial laxity and platybasia, with upper limb neurologic symptoms and chronic musculoskeletal pain. The patient underwent the following procedures: occiput to c-4 instrumentation and occiput to c-4 arthrodesis, microscope used, as well as allograft (nonstructural). Bone morphogenic protein with allomatrix bone graft and bone chips were fashioned and placed into the sub-occipital region between the occiput, c-1 and c-2 and extended laterally in the far laminar area to the level of c-4. (B)(6) 2005: the patient vitals got stable and pain medication was administered. The patient was still experiencing pain. (B)(6) 2006: the patient underwent MRI of cervical spine with and without contrast due to posterior pain. Impression: 1. Paramagnetic artifact over the posterior cervical spine is secondary to posterior fusion. 2. No acute or new findings. No evidence of significant stenosis. (B)(6) 2007: the patient presented with epigastric pain and vomiting. Endoscopic findings: esophagus showed grade a esophagitis. There was no hiatal hernia. In the gastric mucosa on the fundus, body and antrum showed severe erosive pan-gastritis most likely representing nonsteroidal anti-inflammatory drug mucosa exposure. The pylorus was normal. The duodenal bulb and descending duodenum showed no abnormalities. Biopsies were taken from the antrum, submitted for histologic examination. Conclusion: non steroidal anti-inflammatory drug gastropathy with involvement of the fundus, body and antrum. Routine post esophagogastroduodenoscopy monitoring was recommended. (B)(6) 2008 : the patient underwent a MRI of c-spine with/without contrast due to increasing neck pain. Impression: significant degenerative change of the cervical spine is not present. However, there was an asymmetric right disc osteophyte complex at the c6-7 level with minimal effacement of the right lateral recess. Elsewhere there is mild facet and uncovertebral joint hypertrophy with tiny disc osteophyte complexes which were not significant. (B)(6) 2009: the patient presented with a post laminectomy syndrome and underwent a subcutaneous implantation of stimulator leads procedure. (B)(6) 2010: the patient presented with compression of the median nerve of the carpal tunnel, ulnar nerve of guyon canal and left ulnar nerve at the elbow. The patient underwent the following operative procedure: 1. Decompression of the left median nerve at the level of the carpal tunnel. 2. Decompression of the left ulnar nerve at the level of guyon canal. 3. Decompression of the left ulnar nerve at the elbow combined with ulnar transposition. (B)(6) 2010: the patient underwent a MRI of c. Spine with and without contrast due to pain. Impression: 1. Grossly stable postoperative changes involving the cervical spine with normal caliber cervical spinal cord and no evidence of intrinsic cord signal abnormality. 2. Degenerative disc disease involving c5-c6 and c6-c7 with moderate bilateral neuroforaminal narrowing present at c6-c7. (B)(6) 2011: the patient presented with a pre-operative diagnosis of degenerative disc disease and underwent a facet rhizotomy procedure (B)(6) 2012: the patient underwent a MRI of the thoracic spine due to degenerative disc disease. Impression: 1. There was mild bulging of the anulus fibrosus at the t7-t8, t8-t9 and t9-t10 levels without signs of thoracic disc herniation. 2. There was indentation on the thecal sac without signs of impingement on the spinal cord or nerve roots. 3. There were a few shallow schmorl's node defects involving the mid thoracic vertebral endplates. The thoracic vertebrae were otherwise normal. 4. The spinal cord shows normal signal intensity and contour at all levels, including the conus medullaris. (B)(6) 2012: the patient presented with a post-operative wound infection and underwent an exploration and debridement of left elbow wound. (B)(6) 2013 : the patient underwent MRI due to neck pain, right arm numbness and left arm pain. A comparison was made to CT of (B)(6) 2009 . Impression: 1. Mild to moderate broad-based posterior disc bulge and posterior osteophytes at c5-6 have increased in size producing mild to moderate central spinal stenosis and moderate to severe bilateral neuroforaminal stenosis both of which are worse than on prior study. Compression of bilateral exiting c6 nerve roots cannot be excluded. 2. Mild broad ¿ based posterior disc bulge at c6-7 appears similar to prior study producing mild to moderate central spinal stenosis. There is moderately severe bilateral neural foraminal stenosis which appears slightly worse and which could compress bilateral exiting c7 nerve roots. 3. Degenerative disc disease.